Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 5076 lead 2013 (B)(6); 4398 lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred and analysis of the device memory indicated the electrical reset alert.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced an electrical reset. The device restored to its no minimal parameter settings, which required reprogramming. The ICD remains in use and no patient complications have been reported as a result of this event.